Event description:
It was reported that the patient experienced recurring incontinence with his artificial urinary sphincter (aus). A replacement surgery was performed to remove and replace the aus system. No device malfunction was observed with the explanted aus. A full recovery is expected for the patient.